Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement. Boston scientific technical services (ts) advised the healthcare provider (hcp) to request that the patient perform a patient initiated interrogation the next day using their remote monitoring communicator to determine the exact impedance measurement value. Ts also provided guidance to bring the patient into the clinic to program the shock impedance out of range upper limit to 150 ohms. In addition, ts explained to the hcp the need to talk with the physician about performing a commanded maximum energy shock test if the shock impedance measurement is greater than 150 ohms. Ts also discussed the different between the daily shock impedance measurement and the actual delivered shock impedance value. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.